Event description:
It was reported that a (B)(6) year old patient underwent a distal femur osteotomy approximately nine weeks ago at another facility. A tomofix plate and screws had been implanted. The patient then went to see the doctor and it was determined that three of eight screws (unknown part numbers) were discovered to be broken. The plate was not broken. It was reported that the patient had been jumping during physical therapy one week after the original surgery. The plate and screws were removed on (B)(6) with no complications and the patient was revised with a locking condylar plate. The final x-rays looked great and the doctor was very pleased. There was no report of patient adverse event or a report of a surgical delay. This report is for three unknown screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.